Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the implantable neurostimulator (ins) device never worked or helped and noted that their symptoms were worse. The device was implanted for incontinence and frequent utis. The patient mentioned that they had the trial in feb and it did seem to help them. Within 3 days of implant of the ins, they had a severe uti and stated that the pain mimicked having a uti. The patient contacted their doctor and got a prescription for augmentin. The patient reported that every time, after a round of antibiotics, the ¿tests¿ came back negative for a uti. It was noted that they did catheter the patient straight into the bladder and the resulting tests were negative. The negative tests did not explain the patient¿s pain issue and they stated that the only thing that helped was antibiotics. It was reported that the patient started over taking the augmentin because of the pain. The patient stated that the pain came back everytime and usually on a friday. The patient had been to their hcp¿s office twice and had the device ¿regulated¿ and changed. The patient stated that they turned the stimulation off 2 days ago as another medical problem the doctor thought was interfering with their pain. The patient¿s oncologist said the medical condition was not interfering with the urinary problems. It was recommended that the patient monitor the pain and symptoms and to keep following up with their hcp.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient hadn't gotten any therapeutic benefit, noting it had been four days since they were implanted. They were implanted on (B)(6) 2017. They increased the stimulation more each day, thinking that it might have been too low. After increasing the stimulation, the device still didn't make much of a difference. It was noted that they did feel stimulation. They had increased the stimulation up too high before, but resolved it by turning it down to where it was comfortable and wasn't painful to sit. They weren't sure if they had a urinary tract infection (uti) and it felt like they might, but they didn't think that they did because they were still on antibiotics from the implant surgery. They weren't sure if they had a uti or if it was a feeling from stimulation. At first, they thought the uti feeling was just from the implant surgery. The patient hadn't been able to get a hold of their healthcare professional (hcp) and they didn't give the patient direction on adjustments or how long to wait in-between making adjustments. They noted that they had an appointment with a hcp on (B)(6) 2017 and they were going to play around with the stimulation and turn it down/off. If the uti type feeling didn't go away by (B)(6) 2017, they were going to go into urgent care to get antibiotics for it. There were no further complications reported.